Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue and urinary incontinence cannot be established as the product is not available for analysis. Device history review (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the aus instruction for use document, "recurrent incontinence" is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient continued to leak with his artificial urinary sphincter (aus) due to device performance issues. Physician tried cycling the device, however no troubleshooting resolved the issue. All components were explanted and replaced without patient complications.